Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. Reportedly, the customer was in a hot and humid environment and wears the pump in pocket. The customer's blood glucose (bg) level was 400 mg/dl and administered a syringe bolus to manage bg level. The customer reported removing and reinserting the cartridge to clear the alarm each time.